Event description:
From the 1st day of implant rptr has had pain she never had before. She can't lie on her back without becoming paralyzed. Her legs are very weak. She can't sit or stand for a very long time. She is in pain 24 hrs a day. Rptr was not told that she was going to have the pedicle screws. She just woke up from surgery and was told she had them. Rptr also had the rods put in on previous surgery in 12/87 but they were removed by another dr in 3/93.